Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaws began smoking. The harvester pulled the device out of the pt's tunnel and it was red hot, even though the toggle switch was not engaged. The cautery was almost finished, so no replacement unit was required to complete the procedure. The hospital did not report any pt complications. The hospital states they follow the IFU recommended sterilization procedures for the hemopro cable.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaws were burnt and charred. Based upon the visual evidence, the reported failure was confirmed. No visual non-conformities were found on the returned hemopro dc cable. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cauterizing test results, with the returned dc extension cable, a reference cable, and a reference power supply showed that the device did not self actuate in either test. The device passed electrical performance testing. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).